Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post procedure, the patient was re-hospitalized for leaflet damage, single leaflet device attachment, recurrent mitral regurgitation and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (cds0601-xtr, 90528u127 and cds0601-ntr, 90701u119) were implanted successfully reducing mr to 2. On (B)(6) 2019, during follow-up visit, the patient was symptomatic with shortness of breath and increased mr of 4. A control echocardiogram was performed which showed the ntr clip remained stable on both leaflets. However, a tear was noted on the posterior leaflet and the xtr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician indicated that the xtr clip had caused the tear. The patient was re-hospitalized, but was prohibitive risk for surgery. The patient expired that same day. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for reported single leaflet device attachment (slda) could not be determined. Tissue damage was a result of the procedural conditions. The mitral regurgitation (mr) and dyspnea are cascading effect/ symptoms related to slda. A definitive cause for death could not be determined. The reported patient effect of tissue damage, mitral regurgitation, dyspnea, death, heart failure and mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded that death was not directly related to the device, but the recurrent mr may have worsened the clinical condition leading to death. There is no indication of a product quality issue with respect to manufacture, design or labeling.